Event description:
It was reported that patient underwent knee arthroplasty in (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2010 due to infection. The polyethylene bearing was removed and replaced. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms that lot was sterile released. There are warnings in the package insert that state that this type of event can occur. Date implanted - (B) (6) 2009, exact day unknown. (B) (4)